Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the tip of a 90cm 6f envoy catheter (67025890, 30157371) cracked. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR is to include the additional event information received on 4/26/2020. The additional event information resulted in a change in the reportability of this complaint. Therefore, it has been deemed not reportable. No further reports will be forthcoming. Section b5: additional information received indicated that there was a kinked and not a crack on the tip. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 30157371 number, and no non-conformances related to the reported complaint condition were identified.